Manufacturer narrative:
Date rec'd by MFR: 07may2019. The manufacturer's service engineer recommended to remove the mounting bolts, clean off the sealant and retest. The customer confirmed the issue was resolved, however, customer did not respond to confirm the repair actions taken. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported by the customer that there was a problem with failed electrical safety test. The device was not in clinical use at the time the issue was discovered. There was no patient involvement or patient/user harm reported.